Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported tha ton (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4+. While attempting to advance the clip delivery system into steerable guide catheter (lot: 40820r1025), the sgc lost fluid column. Three attempts were made to remove the devices, aspirate and re-insert into the patient. The sgc was replaced and the procedure was able to be completed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would not have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided and without the device to analyze, a cause for the reported leak/splash associated with loss of fluid column could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4+. While attempting to advance the clip delivery system into steerable guide catheter (lot: 40820r1025), the sgc lost fluid column. Three attempts were made to remove the devices, aspirate and re-insert into the patient. The sgc was replaced and the procedure was able to be completed.